Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient is experiencing tenderness at the pocket site all the time. Patient states the implant is very close to the skin level as well which all had started since implant date. Patient inquired if this is normal. Patient was redirected to healthcare professional (hcp) to assess the pocket site.